Event description:
As reported by the user facility: upon withdrawal of needle, safety device did not deploy during cleanup, clinician stuck self in hand. Additional information provided by the facility initially indicated that the clip did engage. Additional follow-up information provided indicated that the nurse was unsure if the clip engaged as she does not remember hearing the clip cover the tip of the needle before laying it down. All protocol bloodwork testing performed is negative and the nurse suffered no adverse sequela associated with the reported incident.

Manufacturer narrative:
The actual device was not returned to the manufacturer to be evaluated. Without the sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer.